Event description:
The customer called to report that she was hospitalized for high blood glucose levels. No blood glucose levels were reported at the time of the call. The customer noticed at the time of admission that insulin had leaked from the reservoir into the reservoir compartment. The customer stated that her blood glucose levels went back to normal once she opened a new box of reservoirs and infusion sets. Troubleshooting was performed on the insulin pump. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.